Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (b)(60 2003: the patient presented for CT scan of the lumbar spine. Impression: moderate disk bulging with a probable small central disk protrusion at l4-5, producing a mild degree of spinal stenosis; moderate diffuse disk bulging at l3-4 with possible mild lateral recess stenosis bilaterally; the l5-s1 level is unremarkable. (B)(6) 2003: the patient presented with low back pain with some radiation to the buttocks and the anterior thigh. The patient states he has had the pain for thirteen years. The patient has reduced range of motion of the lumbar spine secondary to pain. X-ray of the lumbar spine demonstrates good alignment. Impression: low back pain. (B)(6) 2003: the patient underwent mr scan of the lumbar spine. Impression: mild central disc protrusion at l4-5; mild disc bulge at l3-4. (B)(6) 2003: the patient presented with low back and leg pain. MRI reviewed demonstrates disc abnormalities at l3-4 and l4-5, greatest at l4-5. (B)(6) 2003: the patient presented for myocardial perfusion. Impression: abnormal; there is a small reversible inferior wall perfusion defect secondary to ischemia. Normal ejection fraction of 63%. (B)(6) 2003: the patient presented with significant back and leg pain that has been unresponsive to conservative therapy. The patient has retrolisthesis at l3-4, mechanical collapse at l4-5. (B)(6) 2003 : the patient presented with lumbar degenerative disease and instability. The patient underwent a posterior spinal fusion and decompression l3-5 where rhbmp-2/acs was used with bone bank bone and local bone and horizon instrumentation. Emg stimulation was used during the procedure. Per the op notes, following decompression, the decorticated lateral gutters were packed with a combination of cortical cancellous matchsticks of bone bank bone and rhbmp-2/acs. No complications were noted. (B)(6) 2003: the patient presented for inpatient rehab assessment post-op. MRI and CT scans note stenosis at l3-4 and l4-5 with central protrusion at l4-5, and degenerative changes at l3-4 and l4-5. Impression: immobilization syndrome secondary to posterior spinal fusion with decompression at l4-5 and l5-s1; diabetes; hypercholesterolemia; history of depression; (B)(6) 2003: the patient was discharged to rehab facility. (B)(6) 2004: the patient presented with a marked decrease in symptoms. X-rays show his instrumentation is in excellent position. The doctor did not see a whole lot of bone here off to the side. (B)(6) 2004: the patient underwent a myelogram that demonstrated some foraminal stenosis. (B)(6) 2004: the patient presented with some low back pain , distally at the upper aspect of his buttocks. The patient also has some diffuse leg pain. Ap and later lumbar spine films show the instrumentation in good position and good maintenance of alignment. (B)(6) 2004: the patient presented with some back pain, gi problems, and some chronic neuropathy related to his insulin dependent diabetes. X-rays show the instrumentation is in good position and what looks like reasonable gone graft in the lateral gutters. (B)(6) 2004: the patient fell on ice, causing symptoms to flare up. (B)(6) 2005: the patient underwent CT of the lumbar spine. Impression: there is only partial fusion of the bone graft material on the left and right posterolaterally extending from l3 down to l5; there are findings raising the question of a large posteriorly extruded disc centrally and extending to the left at the l4-5 level. However, this may reflect artifact. (B)(6) 2005: the patient presented with pain in low back, left buttock, thoracic spine, and to some degree in his neck. The patient has an antalgic gait. He is tender in the low back and the mid back. Outside films of his lumbar spine show the instrumentation in good position. Thoracic film shows alignment is good and no fracture. CT shows the fusion might be adequately healed and there is a potential disc protrusion at l4-5 on the left. (B)(6) 2005: the patient presented with increased pain in low back and buttock. Lumbar CT showed the question of disc herniation at the l4-5 level which could be consistent with his symptoms. The patient has l5 distribution pain and has limitation in flexion and extension. (B)(6) 2005: the patient underwent a lumbar myelogram and CT scan due to low back pain and radiculopathy. Myelogram findings: alignment is normal and there is no evidence of hardware complication. There is no significant indentations are demonstrated on the thecal sac and the nerve root sheaths adequately fill. There appears to be solid bony fusion of the bilateral l4-5 level. There is partial bony fusion of the l3-4 level. Calcified atherosclerotic vascular disease is demonstrated. There is no evidence of disc herniation. There is mild multi-level lumbar spondylosis. (B)(6) 2005: the patient presented for follow up. The patient¿s fusion did not look completely healed. The patient has undergone epidural blocks, but have not been helpful. The patient has ongoing complaints of pain and trouble with ambulation. The patient¿s x-rays show the instrumentation in good position and what looks like reasonable bone in the lateral gutters, although the doctor is unable to determine if the patient¿s fusion has adequately healed. (B)(6) 2005: the patient presented for MRI of the lumbar spine with and without contrast. Impression: the patient is status post an l3 through l5 posterior fusion without evidence of complication; there is mild multilevel degenerative spondylosis, however, there is no evidence of disc recurrence or spinal stenosis. (B)(6) 2006: the patient presented for follow up. It was reported the patient had a fall on ice a year post spinal fusion and has since had a lot of difficulty. The patient has a CT which is equivocal in terms of fusion and has demonstrated some increased foraminal stenosis. The patient has some diminished sensation in an l5 distribution on the left. Images were reviewed and it appears he does not have new degeneration above or below his fused level. Impression: chronic low back pain; coronary artery disease; diabetes type ii; peripheral vascular disease; hyperlipidemia; history of hep b and schatzki¿s ring; history of renal lithiasis. Chest x-rays taken showed no acute cardio-pulmonary abnormality. (B)(6) 2006: the patient underwent a spect nuclear stress test adenosine. Conclusion: myocardial perfusion imaging is abnormal. There was mild area of infarction in the inferior wall. Overall the left ventricular systolic function was normal without regional wall motion abnormalities. (B)(6) 2006: the patient presented with a pre-operative diagnosis of significant lesion in the distal left anterior descending coronary artery of about 80%. The patient underwent a percutaneous transluminal coronary angioplasty stent placement, left anterior descending coronary artery. Postoperative diagnosis: successful stenting. (B)(6) 2006: the patient underwent adenosine induced stress test with dual isotope myocardial perfusion imaging (rest and exercise) and gated spect analysis. Conclusion: scintigraphic evidence of previous small myocardial infarction; no scintigraphic evidence of adenosine induced ischemia. (B)(6) 2006: the patient presented with a preoperative diagnosis of lumbar spondylosis l3-4 and l4-5. The patient underwent the following procedures: hardware removal and exploration of fusion at l3-5; bilateral redo l3-4, l4-5 laminotomies, foraminotomies; medial facetectomies; resection of epidural scars. Per the op notes, the fusion was noted to be in continuity and laminar spreaders were used between the remaining spinous processes to check stability. The fusion was noted to be stable. Post-operatively, the patient had some complications of shortness of breath and some chest discomfort. These symptoms cleared up by the time of discharge. (B)(6) 2006: the patient presented for x-rays of the lumbar spine. Impression: evidence of previous spinal surgery. No adverse features were identified.